Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft and cuff were implanted from the left, the ipsilateral limb from the left and the contralateral from the right side. It was reported that there was a type IV endoleak blush from the flow divider. The patient will be followed up by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).